Event description:
It was reported that prior to use, the display for the cs300 intra-aortic balloon pump (iabp) had vertical color lines running down the screen. It was later reported that the screen has "snow" and lines and was unable to be used. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to duplicate the customer's reported issue. The stm removed, and replaced the display screen then completed all safety, functionality, and calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use, the display for the cs300 intra-aortic balloon pump (iabp) had vertical color lines running down the screen. It was later reported that the screen has "snow" and lines, and was unable to be used. There was no patient involved and no adverse event was reported.